Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-11525.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-11525. It was reported during the patient's explant procedure, a portion of the lead's tail section was abandoned and left implanted in the patient. The explant occurred approximately in 2016. An approximation has been made due to a lack of available information.